Event description:
During a laparoscopic procedure, upon removal of the device the cannula became detached from the housing. The cannula was removed, with no consequence to the pt. It is not known how the procedure was completed.